Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: the article was based on a study of 52 patients treated between june 2011 and december 2016 using a high-frequency vibration device for chronic total occlusions. Thirty-eight patients had highly calcified chronic total occlusions, seven patients had stent placement prior to the procedure, and seven patients had stent placement during the procedure. The chronic total occlusions were located at various levels from the iliac to the femoral popliteal to below the knee. Overall procedural success was achieved in 47 of the 52 patients, 87% of highly calcified lesions, and 100% of pre-and instant chronic total occlusions. One procedural related and embolic complication occurred in one patient. The distal and embolic material in the anterior tibial artery was successfully treated via mechanical thrombosis. (B)(6)-year-old female with complaint of left hip and gluteus maximus pain after walking 100 meters. A CT angiogram demonstrated ostia left common iliac artery total chronic occlusion of a 5 cm with severe calcifications. Sub selective catheter placement with contrast injected angiogram confirmed chronic total occlusion. The catheter crossed the chronic total occlusion in the true lumen; however, a contralateral snare was used to facilitate the advancement of the catheter. Upon gaining access, contrast-injected angiogram demonstrated kissing stent placement with successful recanalization without residual stenosis. A (B)(6)-year-old patient with intermittent claudication of the right leg (fontaine stage IV) an ankle brachial index value of 0.56. A CT angiogram demonstrated heavily calcified chronic total occlusion of the right superficial femoral artery. Calcification involved 70% of the vessel lumen. A sub select catheter contrast-injected angiogram confirmed chronic total occlusion of 15 cm in length in the right superior femoral artery. The catheter penetrated the intimal layer of the vessel and crossed the chronic total occlusion subintimally. An outback reentry device is needed to reach the distal true lumen. Post stent placement contrast-injected angiogram demonstrated vessel patency with residual focal stenosis due to external compression from the calcified component. The patient progressed to severe in-stent restenosis with occlusion at six months and was re-treated with drug eluting balloon angioplasty and stenting. Volpi, s., chouiter, a., saucy, f. Et al. Eur radiol (2018) 28: 4792. Https://doi.org/10.1007/s00330-018-5479-y.

Event description:
It was reported in an article in european society of radiology titled ¿percutaneous initial intraluminal assisted recanalization (pilar technique) of challenging chronic total occlusions using a high-frequency vibration device¿ a study was performed in 52 patients over a five-year period with a 90% overall success rate for arterial vessel patency. Some complications reported: a snare device used to pull back the catheter, crossed sub intimal layer of vessel, mechanical thrombectomy used to remove identified embolus during the procedure. The study concluded the high-frequency catheter system was a safe first line strategy to facilitate the recanalization of challenging chronic total occlusions with the potential benefit of obtaining an intraluminal recanalization. The current patient status is unknown.